Event description:
It was reported to ge that the c-arm was driven into a monitor cart causing the cine magazine to be damaged and become partially detached. There was a concern that the magazine may have fallen off and struck the patient. The equipment was repaired and placed back into service.